Event description:
Patient had 20 gauge IV catheter in right antecubital. IV was flushed without difficulty with 10 ml saline. IV injector began and the tubing split and patient complained of pain at the site. Injector was stopped and an infiltrate of 60ml was noted on the patient. CT tech did not save tubing and stated this has happened in the past when the IV infiltrates.